Event description:
It was reported that the patient had some staining on their underwear and was prescribed antibiotics. The patient stated that they ¿had a little mess x3¿, and bad incontinence followed by ¿residue¿ the day after. It was noted that their accidents were due to the antibiotic and stated that they had a previous adverse event with the same antibiotic. They also had they had been sick all week and mentioned they had sleep apnea. It was reported by the patient that they felt the stimulation ¿more¿ from their implantable neurostimulator (ins) when the programmer unit was connected. While using the programmer a poor communication screen was initially seen but the patient was instructed to place the antenna over the ins and was then able to synchronize. Additional information received on (B)(6) 2015 indicated that the patient had intermittent leakage. There was no trauma or falls reported that could be related to the issue nor was the issues related to positional movement. The patient stated that they had a sudden increase in very bad leakage with and filled a diaper. They also had pain in the hip and waist area. It was noted that they had pre-existing back issues but that the current back pain felt new and stated that their back felt weak. They used a heating pad which helped them. The patient did note that they had been lifting a (B)(6) baby they were babysitting for the last 2 weeks and had driving. The patient then stated that now their right hip hurt because they were carrying the baby on that side. Also, the patient had been limping on their left side and was worried about ripping the stitches. Follow up information received from the patient reported that they still had concerns with their device therapy but was working with the manufacturer¿s representative. It was also reported that they received assistance from the representative on (B)(6) 2015 and their concerns were resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0td0v, implanted:(B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. Product ID: 3889-28, lot# va0td0v, implanted: (B)(6) 2015-product type lead (B)(4).